Manufacturer narrative:
The customer declined philips service to repair the device.

Event description:
It was reported to philips that the device had an operational test failure. There is no patient involvement.